Event description:
Routine complaint investigation when consumer reported receiving high reading on the sof-tact blood glucose monitor. Insulin was administerd based on the high readings obtained using the consumer's prescribed sliding scale resulting in emergency treatment and hospitalization.